Event description:
Healthcare professional reported injected a patient in the lips with juvéderm® volbella¿ xc. Patient went to costa rica about 3-4 weeks ago and got a sinus infection (not device related). Afterward, patient developed swelling and hard lumps in the lips. Treatment is noted as amoxicillin but did not finish, antibiotics, and steroids. Symptoms resolved but within 24 hours, their top lip puffed up again.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of sinus infection, deemed not device related is considered an unexpected adverse drug experience.